Event description:
A healthcare facility reported via fisher & paykel healthcare's office that during equipment set-up, an rt200 adult dual-heated breathing circuit caused the humidifier to alarm. It seems that the resistance of the heater wire(s) is too high. No pt consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wires in both inspiratory and expiratory tubes of the rt200 breathing circuit were tested using a multimeter. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. The expiratory heater wire was within specs. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide for the last year of 0.0025% to august 2008.